Event description:
It was reported that medical attention was sought on (B)(6) 2017 (time unknown) after the end user received low blood glucose readings from his prodigy diabetes meter. The end user performed a blood glucose test and received a lo reading. He proceeded to perform an additional test with a result of 24 mg/dl. There were no significant symptoms but out of concern for the low readings the paramedics were called. Upon arrival the paramedics performed a blood glucose test with their meter and the result was 142 mg/dl. No treatment was administered and it was not necessary for the end user to be transported to the ER due to the fact that his blood glucose reading was within normal range. No additional details were provided in regards to this medical event.